Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the terminal of the output socket of the subject device corroded due to the following causes. The user connected the endoscope when it was still wet. The user wrongly cleaned the connector part and did not fully wipe water.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and there was the trace of oxidation inside the terminal of the output socket of the subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, an identification error appeared with 2 endoscopes. The user replaced the device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.